Event description:
The manufacturer received information alleging a ventilator would not pass testing for active exhalation. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator not passing testing for active exhalation. Additional information from the third party service center states the test failure occurred due to an incorrect test set-up. No problem was found with the device.